Event description:
It was reported the patient's failed to work properly while wearing the pod for an unspecified duration. The patient alleged that heat and heavy sweating may have contributed to the adhesive issue, despite using extra adhesive patches. The patient stated that they use their arm, back, and leg as insertion site locations. As a result of the adhesive issue, their blood glucose levels ran high for extended periods.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down/smartphone: lockdown.omnipod 5 software app version: 3.1.6.operating system: n5004l-am-q-mv01602-06-01.06.hardware: n5004l.cgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.